Event description:
It was reported that the tines were difficult to extend. A 3.0/15/15 leveen coaccess electrode system was selected for use in a radiofrequency ablation procedure of a liver tumor. The leveen needle was inserted into the patient. Some resistance was felt, and it was not smooth deploying the needle. Therefore, the physician did not want to use the device to ablate the tumor. The procedure was completed with another of the same device, and it was smooth to deploy. No patient complications were reported, and the patient was in stable condition post procedure.